Manufacturer narrative:
The actual sample was received for evaluation. Unaided visual and magnified inspection was performed which observed a loose white particulate matter inside at the top right of the bag. The sample was then sent to the particulate matter lab for additional analysis to determine what the particle is. A stereomicroscopic examination revealed the presence of an abrasion and not a loose white particle. No particles were found in the bag therefore the reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified particle was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.